Event description:
As reported by the field clinical specialist (fcs), the patient had a bailout procedure with a medtronic (non-(B)(6)) evolut; after several recaptures, the patient coded on the table. A 29mm sapien 3 valve was then implanted in the native aortic position via transcarotid approach. Post tavr, the patient had multiple complications from the prolonged CPR (cardiopulmonary resuscitation), tracheostomy, peg (percutaneous endoscopic gastrostomy) tube placement, permanent pacemaker, multiple pressors for being in shock, and new dialysis. The patient passed away after a progressive decline. There was no allegation of an (B)(6) device deficiency. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).